Manufacturer narrative:
As no serial number was provided, the specific bed could not be evaluated. The CPR drop function operated correctly.

Event description:
It was reported that the pt was to be in a flat position. Reportedly, the head end of the bed would not go down so the head nurse was called by the cna. Reportedly, the rn pushed on the down button but the head went up. Reportedly, he unplugged the bed and plugged it in and the head end went up. It was reported that the rn then unplugged the bed and used the CPR drop to lower the bed. Reportedly, the rn thought that the head section was going down too fast and attempted to slow the descent with his arm. Allegedly, the nurse has torn some tendons in his arm. No patient injury was reported.